Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad did not charge the device despite use of multiple outlets and correct placement with the screen up, with the pad blinking green twice and then stopping; a replacement charging pad will be provided. The user experienced a low blood glucose event to 54 mg/dl followed by a high, which they corrected with oral carbohydrates. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary disruption to glycemic control for about one hour without medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed a suspected charging accessory malfunction. It was concluded that the charging pad was not functioning as intended and contributed to the reported event.